Event description:
Essure placed (B)(6) 2012. Doctor performed the essure procedure first, with successful bilateral placement, followed by novasure ablation. Four days post procedure, pt felt something "pop" and began to feel uncomfortable and ill. Pelvic exam demonstrated mild tenderness, nothing abnormal. CT scan was normal - no perforation seen at that time. On (B)(6), doctor learned pt was hospitalized with a bowel perforation. The general surgeon stated that upon laparotomy, he had to peel back a superficial layer of the fallopian tube away from the ileum. Once peeled away, there was tissue damage over the area of the essure device and the very distal end of the essure insert was perforated out of the fallopian tube. The general surgeon reported to doctor and the pt that he feels the essure device perforated the bowel due to its position and it caused the tissue injury overlying the insert. The essure device was not removed. Pt was treated post operatively and is healing well.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.